Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Lot history review was reviewed and no discrepancy, anomalies or no conformances were identified that might be related with the condition reported by the customer.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Distributor information (B)(4).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap in which the customer reported that after connecting to bag spike adapter w/spiros to the chemo infusion bag, when about to hang up to the drip stand, they found chemo leaking in the middle connector. The event occurred during chemotherapy infusion after approximately 30 minutes. There was no serious injury or death, no blood loss, no adverse operator consequences and no medical or surgical intervention required. There was unprotected chemo exposure; there was delay in critical therapy, and the device was changed out or replaced with no further problems encountered. This is report one of 2.

Event description:
Additional information was received from the customer stating that no direct/major impact caused by the drug but the users had to reset the treatment, reapply the drug, trial test for every unit of 3034 which causes frustration and user experience. The delay in therapy is not critical. The user was able to identify leaking before applying to patient but it requires additional 20 mins to reset drug.

Manufacturer narrative:
Additional information b5 section.